Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195 importer site establishment registration number: 3005580113 PMA/510(k) # p100022/s014 the zisv6-35-80-6.0-80-ptx device of lot number c1259377 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. From customer testimony, it is known that the patient anatomy was calcified in the superficial femoral artery (sfa). The complaint device was advanced over a cordis emerald wire guide. There was no resistance encountered during stent deployment in the sfa. The physician stated he did not do anything different than usual, but he could not exclude the possibility he held the distal part of the delivery system during the first part of the deployment. Images were unavailable to support the complaint investigation. On evaluation of the returned device, it was observed that the device was returned with the stent deployed. There was no tactile damage on the outer sheath, distal tip or the coils of the stent retraction sheath (srs). The handle was opened, and there was no evidence to suggest that the device was manufactured incorrectly. There is no evidence to suggest this event did not occur. Therefore, the customer complaint is confirmed based on customer testimony. Possible causes for this occurrence could include the calcified patient anatomy or device handling during the procedure. It can be noted that this issue has occurred previously at this facility. These factors could have caused or contributed to the stent shortening reported by the customer. However, as images have not been provided, and as the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. As per the product IFU: "the zilver ptx drug-eluting stent is designed not to shorten upon deployment." Prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. A review of the relevant manufacturing records revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1259377. According to the initial reporter, the patient did not experience any adverse effects as a result of this occurrence. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
Placement of zilver ptx stent: ir placed the stent. However, after placement, the stent did not cover the full lesion as measured. The measured the stent, now being 60mm and not 80mm. Could not confirm whether ir had fixed the distal part initially during deployment.